Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after making a breakfast meal announcement, with sensor glucose trending down and a confirmatory fingerstick of 53 mg/dl; the user disconnected the ilet for about two hours in response, after which glucose rose to 290 mg/dl before stabilization post-reconnection. Symptoms included no loss of consciousness and no other acute symptoms reported. Outcomes included self-treatment with oral glucose and no need for assistance or professional medical intervention. Investigation included complaint intake, user interview, and troubleshooting with education on meal announcements and device use. Investigation of this case revealed hypoglycemia of unclear cause, with a possible contribution from the first meal announcement and subsequent device disconnection leading to rebound hyperglycemia; the device provided low and urgent low alerts and functioned after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.